Event description:
A caller reported experiencing alarm 2 followed by alarm 26 related to an occlusion event with an infusion set and cartridge. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin, although they reported experiencing frequent occlusion issues and requested additional assistance.